Event description:
This ra lead was implanted on (B)(6) 2012. And was explanted on (B)(6) 2018, due to infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).